Event description:
A report was received that the patient underwent a lead explant procedure because the lead had eroded through the patients skin and had a discharge. The explanted lead was not sent for culture and the patient was treated with antibiotics. The physician noted that the lead was cut at the base of the patients neck and the distal portion was removed and discarded. The proximal end of the lead was left inside the patient because the physician did not want to interfere with the ipg site. The physician also noted that the cervical leads and ipg are all still implanted and functioning. The patient was doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the lead sc-2352-70 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead explant procedure because the lead had eroded through the patients skin and had a discharge. The explanted lead was not sent for culture and the patient was treated with antibiotics. The physician noted that the lead was cut at the base of the patients neck and the distal portion was removed and discarded. The proximal end of the lead was left inside the patient because the physician did not want to interfere with the ipg site. The physician also noted that the cervical leads and ipg are all still implanted and functioning. The patient was doing well post-operatively.